Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery alarm due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. Pump received with cracked battery tube threads, cracked lcd window, cracked case display window corner, cracked reservoir tube window and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hairline cracked at battery compartment threading, insulin pump had rejected new room temperature batteries, had shoot out insulin from cannula, and also had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.